Manufacturer narrative:
Result: known inherent risk of procedure. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a complaint or a reportable event.

Event description:
As reported through the (B)(4) study, the patient suffered a cardiac arrest and an unplanned cardiac intervention while in the hospital post tavr implant of a 26mm sapien 3 (s3) valve. Following review of the clinical records, it was determined that the reported event was likely due to patient factors, in addition to the procedure itself. The patient had significant heart disease. In addition, multiple (4) pacing runs were performed prior to valve deployment. Post deployment echocardiogram showed no central aortic insufficiency (cai) and no paravalvular leak (pvl), and no patient injury. Based on this information, this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the s3i clinical study, the patient suffered a cardiac arrest and an unplanned cardiac intervention while in the hospital post tavr procedure to implant a 26mm sapien 3 (s3) valve.